Event description:
While performing service of the ventilator, the manufacturer's service technician reported the power fail alarm did not alarm when the unit was accidently unplugged from ac power while powered on. The customer did not report any similar finding during previous usage. There was no patient involvement and no patient harm reported. The service technician reported the ventilator had passed alarm tests during extended self testing (est), and was unable to again reproduce the absence of the alarm at loss of ac power while powered on. All follow-up alarm testing passed and the power fail alarmed each time the ventilator ac power was removed while powered on. The service technician replaced the backup alarm as a precaution. Final testing was completed and all applicable tests passed per operating specifications.